Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the biopsy port has come out of the scope. The issue was found during reprocessing. No harm reported.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, h4. The device was returned to olympus for inspection and the reported failure of biopsy port coming out was not confirmed. Olympus will continue to monitor field performance for this device.